Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information was received from the customer.

Event description:
It was reported that during and after a laparoscopic total hysterectomy the high flow insufflation unit experienced an unspecified malfunction. The patient alleged that this malfunction resulted in complications including asystole, cardiac arrest and resulting neurological and psychological issues such as bradycardia and episodes of falling to the ground from loss of balance. No further information was available.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.